Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 410 mg/dl and 95 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was using the auto mode was active. Customer also stated that cannula was bent and the adhesive of infusion set was wet with insulin dripping out. The insulin pump will not returned for analysis.